Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that right ventricular (rv) lead pacing impedance rose to a high range and the lead had possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.